Event description:
(B)(4) - the dealer reported that the m91 power wheelchair cold be pushed while in brake mode, and it would veer to the right, as the left tires would continue to roll. There was no patient injury reported.